Manufacturer narrative:
The reported failure of the active verification system pre-test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging the active exhalation verification pilot test step had failed on a trilogy ev300 device. The device was not in patient use. The service technician further evaluated and determined the machine flow sensor had caused the ventilator inoperative alarm to occur on the device. In conclusion, the device's machine flow sensor needs replaced to address the issue. The root cause is confirmed at this time. The customer had decided not to proceed with the repair for this issue so philips was not able to determine the cause of the issue for this device. The root cause is not confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.